Event description:
Pt is mentally & physically handicapped due to cerebral palsy at birth. Medicaid had purchased a new quickie p200 electric wheelchair with joystick and control box for her in nov 1996. 1. On 8/6/97 at 2:30pm she was driving the wheelchair (via joystick) up a sidewalk, when the chair suddenly swerved to the right and into a metal fence. Her leg was caught in the fence and the wheelchair would not back up. She screamed for help and 2 male employees came to her aid. However, they could not get the chair to back up either. She pulled her leg out of the fence, and the guys manually pulled the wheelchair back. Her leg was broken in two places which has been very expensive because none of her doctors, nurses, therapists or care-givers accept medicaid. 2. On 8/9/97 as she was backing up out of her rest room the wheelchair geared to the left. Her caregiver manually moved the chair and then he used the joysticks to back it up but it geared to the left again. 3. After talking to a local quickie dealer rptr found out that there is a radio frequency filter that can be installed on the control box but she did not have one on hers. Rptr called quickie and told them her dealer had not even inspected the wheelchair yet. That was done within a week and the radio frequency filter was installed also. 4. 9/6/97 again the wheelchair swerved to the right. Some people think the worn tires on the wheelchair are part of the problem; however, these are not tires made by quickie. The local dealer has ordered replacement tires (not from quickie) but they have not arrived yet.